Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what does ¿close properly¿ mean? As per images 3 and 4 is how the clip failure was described. Please describe clip formation? As per above answer. How many clips were placed? One misfire on the bile duct and one misfire on the cystic artery. What was the procedure? Laparoscopic cholecystectomy. What was indication for surgery? What main vessel was being clipped? Bile duct / cystic artery were the vessels which caused the issue. How many clips were being placed? Surgeon uses one clip on each vessel. How many clips had been placed prior to this clip firing? None. How did the placement of this clip lead to significant bleeding? As per the image in point one there was no closing of the clip; therefore, the vessel was not closed within the clip therefore there was significant bleeding. What was the approximate size of the vessel? Unknown. What vessel was being clipped? See above. Please confirm if device will be returned? No. What is the current patient status? Recovering following open surgery.

Manufacturer narrative:
(B)(4). Date sent: 06/20/2017. Additional information was requested and the following was received: do they fire a test clip to check the appearance of the clip prior to using the device on the patient? Does the surgeon check that the clip is fully fed into the jaws prior to using? The theatre staff load the clip initially and the surgeon checks that it is loaded before entering it into the patient. Therefore, if it is not loaded he does this himself. They do not fire a test clip. So, theatres were mistaken and it seems only the device from the flex tray misfired. The other individual packed device was opened however functioned fine. With a good discussion, had just now he has confirmed it was actually only the one problematic device.

Manufacturer narrative:
(B)(4). Additional information received: the devices were used in a laparoscopic cholecystectomy. Nothing felt abnormal with the firing. The bile duct was closed and then the surgeon noticed bleeding in the artery. The artery was clipped again for a total of three clips all of which were malformed. There was a significant amount of bleeding. Bile leakage was also observed. Malformed clips were noted on both devices. This issue was noted on both the artery and the duct. The appearance of the malformed clips was that they were closed on the distal end with an opening/space like a tunnel (tear drop). The surgeon is aware of not putting pressure on the device. He has had no past issues with clip formation, torqueing or backward pressure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic procedure, that the clip did not close properly upon proper use leading to significant bleeding (in excess of 1 pint). This led to the laparoscopic procedure changing to open surgery to control the bleeding.